Event description:
It was reported that the patient was having difficulty charging the ipg. Charging difficulty persisted despite multiple troubleshooting. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.